Manufacturer narrative:
The pump had a blank display due to a corroded battery tube. Unable to verify the battery out limit alarm or perform the functional testing due to a blank display anomaly. The pump had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was giving manual injections because he could not get the insulin pump to work. Customer stated that he used to get the low battery warning and now it just shuts off. Customer put a new battery in and nothing comes up. Customer put in a new battery and received a battery out limit alarm. Customer's blood glucose was 295 mg/dl. Customer stated that the pump alarmed after a battery change. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised to monitor the pump. Customer also reported a blank display. Customer stated that the pump was dropped before but it has been a long time. Customer stated that it fell on carpet and the battery compartment was corroded. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.